Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery changed. Unable to determine the root cause, problem isolated to pcb2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a failed battery alarm. Customer¿s blood glucose value was unknown. The device will return for the analysis.